Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to bowel ischemia/perforation. Per the account, the expiration was not device or therapy related. No further information was provided.

Manufacturer narrative:
A specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), outcome could not conclusively be determined. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The current heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.